Manufacturer narrative:
Additional: no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user underwent a surgical operation on her right knee on (B)(6) 2015. Following the procedure, the surgical incision was covered with an aquacel ag surgical hydrofiber dressing. The dressing was removed on (B)(6) 2015. Upon removal, erythema was present on the portion of the patient's skin that had come into contact with the dressing's hydrocolloid. Follow up with the patient found the reaction persisted for approximately two weeks post-removal. Eventually, the affected area began to itch and peeled away. The patient's skin has since cleared entirely. No further patient complications were reported as a result of this event.